Event description:
It was reported that 125 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel re-intervention (tvr). The index procedure treated three target lesions for in-stent restenosis. Target lesion 1 and target lesion 3 were not involved in this event. Target lesion 2 was a 3.0mm vessel diameter, 28mm long, 90% stenosed with moderate calcification in the mid right coronary artery. The lesion was predilated with a 2.5x3.00mm maverick balloon. The physician placed a taxus liberte 3.00x32mm stent at 18atms. Post implant, target lesion was 0% diameter stenosis with timi 3 flow. The pt was discharged 1 day post-index procedure receiving aspirin and clopidogrel. The site reported a 90% focal in-stent restenosis of a taxus liberte stent in target lesion 2. A tvr was performed with a plain old balloon angioplasty (poba) and a cutting balloon on the target. Post-treatment lesion was 0% diameter stenosis with timi 3 flow. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr. This product is only us approved, but it is similar to a marketed us device.